Event description:
Pelvic abscess [pelvic abscess]. Case description: initial info was received 23-jul-2008 from hcp via company rep. The reporter indicated (4) different female patients developed pelvic abscess after placement of seprafilm. This report is for the fourth of the four patients. Three to four weeks prior to the submission of this report, the pt received seprafilm placement after a hysterectomy and developed pelvic abscess. At the time of this report, the outcome of the pt was unk. No further info provided.